Event description:
It was reported that this pacemaker exhibited interrogation difficulties. Technical services (ts) was consulted and noted that the device has been implanted for over 10 years, and the battery status was unknown. Ts determined that the device battery was likely too depleted to establish communication. However, the field representative indicated that this was unlikely, as the device was projected to have approximately two years of service life remaining. No adverse patient effects were reported. This pacemaker remains in service.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.